Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that during surgical procedure, the center piece of the gamma lag screwdriver was not accepting the ball-tip t-handle to tighten. This happened with 2 devices. The surgery was completed successfully by hand-tightening.